Manufacturer narrative:
(B)(4).

Event description:
The hospital's point of care coordinator complained of glucose comparisons performed on a neonate with the accu-chek inform ii meter, serial number (B)(4). On (B)(6) 2016 at 5 am the glucose result on a sample drawn from a line was 409 mg/dl on a laboratory analyzer. Nurses gave dextrose based on this result. The baby was not symptomatic of elevated glucose. At 5:05 am the glucose was 546 mg/dl on the inform ii from a capillary heel stick. At 5:10 am the glucose was 92 mg/dl on the inform ii from a capillary heel stick on the other foot. The customer thought the 546 mg/dl meter result was correct, and the 92 mg/dl was not correct. The customer stated the same lot number of test strips was used for both tests, but is not sure if they were from the same strip vial. Controls were run within 24 hours of testing. The neonate was not adversely affected by the event. Meter and strips have been requested for return. Replacement products were sent.

Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information was requested for the investigation but was not provided. No product was returned to the manufacturer for investigation.

Manufacturer narrative:
The nurse who obtained the glucose results of 546 mg/dl and 92 mg/dl stated the 546 mg/dl result was actually obtained from blood taken from an umbilical line, not a heel stick. The nurse said the line has a high probability of being contaminated with dextrose and the staff expects high results from umbilical line samples. She said they routinely use umbilical line samples for these tests.

Manufacturer narrative:
Routine retention testing is performed. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions are taken.

Manufacturer narrative:
The customer returned their meter but did not return any test strips. The returned meter was tested with retention test strips and controls: control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Test results: level 1: 41, 42, and 42 mg/dl. Level 2: 284, 290, and 289 mg/dl. All results were within the acceptable ranges. The investigation did not identify a product problem. The cause of the event could not be determined.